Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a low sensor glucose reading when his actual blood glucose level was 330 mg/dl. Troubleshooting was done. The customer stated that he treated his blood glucose with insulin pump therapy. The customer mentioned receiving calibration error alerts and a change sensor alert as well. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.